Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, left circumflex artery (lcx) that is moderately calcified and 99% stenosed. Predilatation was performed prior to stenting using a 2x18 balloon. During advancement in the anatomy some resistance was felt. During the deployment of a 3x23 xience v stent in the lcx a distal edge dissection occurred. A 3x18 xience v stent was deployed to cover the dissection. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event of coronary stenting procedures.